Manufacturer narrative:
1/21/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a lavh procedure. Reportedly, the instrument handle jammed. No pt injury reported.